Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2015, the lay user/patient contacted lifescan (lfs) alleging that his onetouch verioiq meter was not holding charge. This complaint was classified based on customer care advocate (cca) documentation and information obtained in a follow-up call by medical surveillance (ms). The patient detailed that the meter issue occurred on (B)(6) 2014 at 09:00pm. The patient detailed that he manages his diabetes by self-adjusting his insulin doses and increased the dose of his novolog insulin on (B)(6) 2014 at 10:00pm. The patient could not specify if he developed any symptoms as a result of the issue but stated that he obtained a blood glucose reading of ¿over 600mg/dl¿ which prompted him to visit an emergency room (ER) on (B)(6) at 09:00pm where he was treated with steroids and IV fluids. During troubleshooting the cca noted that there was no apparent misuse of the product and that the meter battery did not require recharging. The patient stated that this was a recurring issue. Replacement products were sent to the patient. This complaint is being reported because the patient received medical intervention from a healthcare professional for a blood glucose excursion after the alleged meter issue occurred.

Manufacturer narrative:
Follow-up # 1 ¿ the patient¿s meter has been returned on 4/21/2015 and evaluated by lifescan product analysis on 4/27/2015 with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. A DHR (device history record) was completed on 05/05/2015 for this product and no deviations, non-conformances, or reworks were observed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.